Manufacturer narrative:
The reported event was confirmed as cause unknown. The device was not returned for evaluation. The sample was evaluated and observed, and only 1 used sample was burst as irregular with no missing pieces found. Introduce water into the inflation lumen and did not experience any obstructions to impedance flow. The exact cause on how and when problem occurred could not be determine. Therefore, another 6 unused sample has no abnormalities on burst. There was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the catheter fell out of the patient with a ruptured balloon. There was no missing pieces of the balloon. The urinary catheter was inserted on (B)(6) 2020 with 20 mls of water for injection.